Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead and there was a tip seal observation.

Event description:
It was reported the helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.